Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was not reported. It was reported that there was pump pocket discomfort. It was unknown when the issue started. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. Actions taken to resolve the issue included pump explant on (B)(6) 2019. The issue was resolved at the time of the report and the patient status was ¿alive ¿ no injury.¿ the customer was notified that the device was to be returned for analysis, but the customer refused return. There were no further complications reported/anticipated.